Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failure of flash memory. The customer's blood glucose was unknown at the time of incident. Advised the pump will need to be replaced. The insulin pump will be returned for product analysis.

Manufacturer narrative:
Insulin pump was received with new software release detected alarm followed by failure of flash memory alarm, problem isolated to the mother board. No alarm pause during testing. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, broken belt clip slot, stained back address label and minor scratched lcd window.